Event description:
User facility reports incident of a cracked luer connector on the saline administration line. Ebl = 100 cc. A new bloodline was set up to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.